Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the patient expired. The target lesions were heavily stenosed and located in the right coronary artery (rca) and the left anterior descending artery (lad). The oad was unable to cross the lesion in the rca after multiple attempts. The lesion in the lad was treated with the oad using two passes for 25 seconds each. Following the second pass, the pressure of the patient decreased. Epinephrine was administered and the pressure increased. The oad and guide wire were then removed, and the pressure of the patient increased rapidly. The patient then entered ventricular fibrillation and cardiopulmonary resuscitation was performed. It was reported that the patient expired during the procedure. Per the physician there is no allegation that any csi device caused or contributed to the reported event. It was reported that the patient had presented with a myocardial infarction the day prior to the procedure.